Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump and his blood glucose was 588 mg/dl. He treated with injection. Troubleshooting was performed. Insulin did not exit during a fixed prime and the pump alarmed no delivery. Following advice to disconnect and reconnect the reservoir and infusion set, insulin would not exit when pushed through with a plunger, and/or there was greater than normal resistance. Customer was advised to replace the infusion set and reservoir. Nothing further reported.